Event description:
A customer reported experiencing a current low blood glucose (bg) level with an unknown cause, reaching as low as 40 mg/dl. The customer lost consciousness and received assistance from their spouse, who administered orange juice and sugar under his tongue.